Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of incident. The reservoir was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed pre-fill reservoir test and no air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected locked in place properly. No air bubbles noted. Plungers were easy to connect/release properly.